Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted that the depth markings are legible; however, the print rings are smudged. It was reported that prior to usage, the endotracheal tube's marking inks were somewhat leaking (liquifying). The reported issue was confirmed. The most likely cause was related to an external agent as an improper handling/cleaning. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: avoid exposure to elevated temperatures and ultraviolet light during storage. This product cannot be adequately cleaned and/or sterilized by the user in order to facilitate safe reuse, and is therefore intended for single use. Attempts to clean or sterilize these devices may result in a bio-incompatibility, infection, or product failure risks to the patient. If the device is lubricated prior to insertion, follow manufacturer¿s application instructions. Excessive amounts of lubricant can dry on the inner surface of the tracheal tube resulting in either a lubricant plug or a clear film that partially or totally blocks the airway. Use of lubricating jelly to ease connector reinsertion is not recommended as it may contribute to accidental disconnections. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to usage, the endotracheal tube's marking inks were somewhat leaking (liquifying). There was no patient involved.